Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erratic thyroid-stimulating hormone (tsh) and total thyroxine (tt4) results generated by the unicel dxi 800 access instrument for one (1) pt. A pt sample when tested for tsh gave a result of 0.572 miu/ml and return results of 4.233miu/ml and 3.223miu/ml. Another sample was drawn from this pt and gave a result of 0.108miu/ml. The pt sample was sent to bci for testing and results were in range of 0.02miu/ml-0.03 miu/ml. The sample was diluted 1:2 and retested and a result of 0.0miu/ml was obtained. The first pt sample was tested for tt4 gave results in the range of 4.4mg/dl-13.3mg/dl and in the range of 8.7mg/dl-8.8mg/dl upon repeat. The second sample upon testing for tt4 gave a result of 14.5mg/dl. The pt sample when sent to bci for testing gave results in the range of 15.50mg/dl-15.74mg/dl. (See b6). The sample was diluted 1:2 and retested which gave a result of 14.13mg/dl. In addition, the pt sample was sent to a reference lab for htsh and tt4 testing and results were 0.1 and 14.4 respectively (units not provided). Bci did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Samples were drawn in bd plastic, sst tubes and spun for ">5 minutes" in a swinging bucket centrifuge at "<5000" rpms. The pt has a known thyroid condition and the pt ft4 results are consistent with the diagnosis. Per customer, the sample 1 which produced erratic results was drawn by a nurse and the sample which was sent to bci for testing was a fresh draw. A) it was noted that this sample appeared to be serum, was clear, and did not appear to contain fibrin. Customer stated, that qc is run on each shift and was in range at time of the event. Customer did not report problems with any other assays. Service was declined by the customer stating that the instrument is performing well, and no other results are in question. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.